Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that they were calling regarding infusion set. Customer stated that she noticed that inf sets are not connecting properly at quick release. Customer stated blood glucose have risen to around 500 mg/dl. Customer has gone through 5 infusion sets due to recurring issue. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.